Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. The device underwent a flow test for over and under infusion, as well as upstream and downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device failed the downstream occlusion test. The cause was identified to be the force sensor was out of specification. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device failed the downstream occlusion testing. No additional information is available.